Event description:
Customer reported the unicel dxc 600i access clinical system had reagent probe b leaking. Customer reported the fluid leaked into the reagent wheel but contained to the instrument. Customer reported no vacuum at the reagent probe collar wash during prime. No exposure reported. Customer was wearing lab coat and gloves. No erroneous results generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the reagent probe b leak was the reagent probe b wash collar valve. Fse replaced the valve and issues were resolved. The beckman coulter internal identifier for this event is (B)(4).